Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was assessed for pain at the closed loop stimulator (cls) implant site. A previous cls revision has been completed and reported. Due to persisting pain following the cls revision, a qutenza patch was administered. The reported pain at the cls site is reported to be improved following this intervention.

Manufacturer narrative:
The device remains implanted and is not available to saluda for analysis. Without a returned device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: persistent post-surgical pain at hardware implantation sites." In this case, the pocket pain was treated with a topical patch. The root cause for the pocket pain remains unknown.